Event description:
When the system was started and the case that was transferred from the tablet was on, the scan were stretched in the sag and coronal planes. The 3d was also stretched and screws were in inaccurate positions. We tried to create a new case but the same issue. A new cd was made and then was uploaded but it did not recognize it as it was the exact same dicomdir. We deleted the old case and scan and started new and it worked. During the case, the patient was very large bmi and fluoro images were limited with a 9" tracker. The surgeon does not use a surveillance marker as he does not want to make extra incisions. Images were taken and to ensure that we did not have partial occlusion case was taken to get an ap with the c-arm further away from the patient. Camera only had to be adjusted once the whole time and we took time to use the same face of the c-arm for all shots. To catch tracking errors I asked the surgeon to use the same ap for both levels and both laterals. L4 ap merged but not l4 lateral. There was a visible shift in cranial caudal direction. L5 looked acceptable. We tried non-seeded and other options except planning other levels. This should not have needed this as it was a single level with no instrumentation. I would like imfusion to check cases from this site because it seems like merge has been an issue here, and we do not have good answers. I believe some of it has to do with the surgeon using a wilson frame to create lordosis. The wilson also allows for more patient motion. Since the merge was off the surgeon tried to redirect the drill on l4 right by forcing on the ee. This slightly worked but the stim number was an 8. On l4 left we planned the screw higher to get it to compensate for the offset in the merge and the surgeon forced the drill. All screws stimed low but looked good. I believe this may have to do with the ball tip probe they use and I suggest we have the ones from the nav set sent in. L5 was much easier to place for both sides since it was a larger pedicle and merge seemed better. Lastly, the scalpel sticks in the ee this has caused the surgeon to stop using it. I recommended sending the scalpel in to be turned down. We should follow up on when the new scalpel with offset is coming out.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. The investigation found that there were tracking inconsistencies on some of the fluoroscopic images used for merge with the pre-operative CT scan. The tracking inconsistencies were caused by possible shift of the patient reference array during imaging of the patient. The software allowed the user to check the patient registration for verification, the user chose to accept the merge and proceed. In addition, the user manual instructs the user to perform landmark checks to verify integrity of the patient registration. There was no impact to the case and the user placed the screw manually. There was no malfunction of the system. The cause of the reported issue was traced to user technique.